Manufacturer narrative:
The instruments in the cycle subject of the event were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the sterilizer. The technician inspected the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer was identified. The user facility stated prior to the event, the employee identified liquid droplets on the outside of the instrument peel pack, placed their finger in the liquid and felt a burning sensation. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The employee subject of the event was not wearing proper ppe, specifically gloves, while handling the instrument pack as stated in the operator manual. The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." In addition, the v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." Aorn's guideline for sterile techniques, guidelines for perioperative practice aorn inc. States, "inspect instrument tray wrappers for integrity and moisture before placing the contents on the sterile field." On (B)(6) 2018, a steris account manager provided a full in-service training on the proper use and operation of the v-pro max sterilizer, specifically wearing appropriate ppe.

Event description:
The user facility reported that an employee experienced a burn while unloading items that were processed in a v-pro max sterilizer. No procedure delay or cancellation occurred. The employee did not seek medical treatment and returned to work.